Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and visually examined; both with the naked eye and under power. It is noted that the device's shaft is bent at the handle area to 90 degrees, rendering the device inoperable. Attention was focused on the distal area of the device, the area of the complaint. As reported there is a portion of the insulator material missing; torn away. Upon closer scrutiny we can clearly see gouge and scratch marks along the surface in the damage area; also scratch marks on the plastic portion of the head, which is in close proximity to the damaged area. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. The noted scratch and gouge marks at the damage area are indicative of the device having been abraded against something hard and or sharp, like a cannula; this would be considered to be technique, a user issue. Outside of that consideration, we cannot discern any other root or underlying cause for the device's condition. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The charge nurse from the facility called and reported to us that during an arthroscopic shoulder repair, some of the black insulation material at the distal end of an s90 electrode came off and fell into the joint space. The surgeon easily retrieved the debris, and the procedure was concluded successfully without further issue or harm to the patient.